Event description:
It was reported through a market research survey in the UK that an end user who had been using the hollister vapro pocket catheter reported that within two to three weeks they developed an infection. They further report that they been "battling them for almost a year". They reported that they are unsure of the cause of the infection but noted that the "only thing that's changed in my life was switching to the new catheters". No further information is available.

Manufacturer narrative:
The lot number is not known, so complete UDI information is unknown. The DHR review and trend analysis could not be performed due to unknown lot number. No additional information could be obtained as the end user chose not to be contacted. A causation between the hollister catheter usage and the end user's possible uti could not be established. The exact type of reported complication the end user experienced with the hollister catheter was not provided. Confirmation of a diagnosed uti was not able to be obtained by hollister.